Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported that "doctor performed cvc insertion procedure. When manipulating needle for correct insertion, plastic hub separated from the metal needle part." The device was replaced. No patient harm reported. The patient's condition is reported as fine.

Event description:
It was reported that "doctor performed cvc insertion procedure. When manipulating needle for correct insertion, plastic hub separated from the metal needle part." The device was replaced. No patient harm reported. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4). The customer provided three photos for evaluation. The first photo was of the lidstock and the second photo was of two 18 ga introducer needles, one needle was noted to be missing glue where the hub meets the cannula. The third photo also displayed two 18 ga introducer needles, one needle hub was completely separated from its cannula. The customer also returned an opened cvc kit containing an 18 ga introducer needle. Visual analysis revealed that the needle cannula had become completely dislodged from the needle hub. There was a small amount of adhesive residue observed on the needle cannula, but none in the needle hub. This signifies that manufacturing likely caused or contributed to this event. The needle cannula outer diameter measured 0.05005" , which is within the specification limits of 0.0495-0.0505" per the cannula graphic. The inner diameter of the hub measured .059", which is within the specification limits of 0.0585"-0.0605" per the hub graphic. Functional inspection could not be performed due to the damage on the introducer needle. The needle cannula was able to be easily removed and re-inserted into the needle hub. A device history record review was performed, and no relevant findings were identified. The IFU provided with this kit states: "the practitioner must be aware of potential air embolism associated with leaving open needles or catheters in central venous puncture sites or as a consequence of inadvertent disconnects." The reported complaint that the needle cannula detached from the hub was confirmed through complaint investigation and the returned customer photos. The needle cannula had become completely dislodged from the needle hub. There was a small amount of adhesive residue observed on the needle cannula but none within the needle hub. This signifies that manufacturing likely caused or contributed to this event. A non-conformance has been initiated to further investigate this issue.